Event description:
It was reported that during a lateral ankle reconstruction, three implants broke into pieces upon insertion. The surgeon was able to insert two more of this lot but then switched to a different lot to complete the case. The surgery was delayed over 30 minutes but no additional adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the pieces of the returned implants were brittle and shattered and a dimensional inspection could not be performed. Device history record review revealed nothing relevant to this event. A definitive conclusion for the complainant's event has not be determined at this time.